Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing noise and high pacing impedance. Rv lead fracture was suspected. Device reprogramming was made. There were no patient consequences, and the patient would continue to be monitored.